Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 540 mg/dl). Pump supplies were changed. A bolus was delivered and manual injections were administered. Pump system check found the pump functioning as intended.